Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact on the customer's blood glucose level. Technical support decided to send replacement tandem charging supplies to resolve the issue.